Manufacturer narrative:
A request for the patient's weight has been made but this information has not yet been provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted with increased lactose dehydrogenase (ldh), symptoms of a transient ischemic attack (tia), persistent malaise, fatigue, and generalized weakness. Technical services reviewed the patient's log files and found several low flow events that occurred between (B)(6) 2022 and (B)(6) 2022. Only one of these events triggered an alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (neurological dysfunction and elevated lactate dehydrogenase) cannot be conclusively determined through this evaluation. The reported low flow alarm was confirmed via the evaluation of the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. The controller event log file contained data spanning from (B)(6) 2022 at 21:31:58 to (B)(6) 2022 at 08:01:44, per the timestamp. Transient low flow events were captured on (B)(6) 2022 beginning at 23:39:47 and on (B)(6) 2022 beginning at 00:00:03 when the estimated pump flow was calculated to be below the threshold of 2.5 liters per minute (lpm). The pump appeared to have been operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute and explains that changes in patient conditions can result in low flow. Section 6 lists neurological dysfunction as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.